Event description:
It was reported that the patient stated experiencing inflation and deflation issues due to having a hard time manipulating and inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which all the ipp components were removed and a new malleable penile prosthesis was implanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the patient had a thin scrotum, which would case pain when he tried to inflate and deflate the ipp. The patient also had poor manual dexterity, leading to the surgical procedure. It was stated that there was no device malfunction associated with the explanted ipp. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient stated experiencing inflation and deflation issues due to having a hard time manipulating and inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which all the ipp components were removed and a new malleable penile prosthesis was implanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the patient had a thin scrotum, which would case pain when he tried to inflate and deflate the ipp. The patient also had poor manual dexterity, leading to the surgical procedure. It was stated that there was no device malfunction associated with the explanted ipp. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product analysis of the returned components confirmed a product malfunction that aligns with the reported events. The product record review indicated reported events do not represent an unanticipated event. The identified functional failures indicate that an increased force is required to activate the pump, as well a diminished ability for the pump to transfer fluid from the reservoir to the cylinders when it is in operation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.